Event description:
The pump was returned for investigation. Investigation revealed a discolored and dim display screen. The keypad cover was found to be peeling and missing; the keypad buttons were found to be responsive to be responsive to user input. The keypad cover was removed and contamination was found under the button key contacts. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 12/24/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/24/2013 with the following findings: investigation revealed a discolored and dim display screen. The keypad cover was found to be peeling and missing; the keypad buttons were found to be responsive to be responsive to user input. The keypad cover was removed and contamination was found under the button key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.